Manufacturer narrative:
Follow-up #1: date of submission: 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the pump¿s black box revealed loss of primes. The force readings did not match zero. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no damage found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.